Event description:
Failure to alarm flashing no alarm at all ; silent.

Manufacturer narrative:
Active investigation in progress; results of investigation will be submitted in a supplement report.

Manufacturer narrative:
Upon evaluation of the returned device, this complaint is confirmed. A preliminary evaluation conducted on 25 march 2014 confirmed the device failed performance and safety check (refer to appendix 4, ver 3:wi020, rq-05 [um01071] rev o job# snwt16532). Device was further evaluated at the (B)(4) service center on 05 may 2014. A faulty main pc board was ruled as the most probable root cause of the reported issue. Additionally, top/bottom cases and inlet port were found broken, most likely due to mishandling of the device (dropped). As a corrective action, the main pc board and broken components were replaced. The repaired device passed all functional tests and was confirmed working within specifications (refer to ra#207182-001). No further actions are necessary. There are no indications of patient injuries or harm associated with this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Failure to alarm flashing no alarm at all ; silent.